Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which successfully resolved the issue, allowing continued use of the pump. The customer was advised to reach out again if the malfunction recurred.